Event description:
Subject: another laser eye surgery suicide. To whom it may concern: I am writing to report the (B)(6) 2018 suicide of (B)(6) due to laser eye surgery. Upon learning of (B)(6) suicide, I also learned of the suicide of a friend of (B)(6) several years ago in (B)(6), also due to complications of laser eye surgery, bringing the total of known suicides due to laser eye surgery to sixteen. (B)(6) suicide was reported by (B)(6) news in a f/u to an (B)(6) story on (B)(6) about corneal neuropathic pain after lasik. (B)(6) wrote of "the pain of burning eyes" in his suicide note. He had suffered for 20 years. (B)(6) was only (B)(6). He was an entrepreneur and family man, leaving behind both parents, two children, and a brother and sister to mourn his death. The family wrote about (B)(6) suicide due to laser eye surgery in his obituary. (B)(6) how many more suicides will it take for you, FDA officials, to open your eyes to this needless, preventable harm and suffering, and take action to reign in this out-of-control commoditization of eyes? Ref (B)(4).